Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune knee litigation records received. Litigation alleges patient underwent a second revision surgery. There were no allegations reported for this complaint. Doi: (B)(6) 2014; dor: (B)(6) 2014; (right knee). (B)(4) 1st revision; (B)(4) 2nd revision; (B)(4) 3rd revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.